Event description:
Blood fluid were leaking back into the outer sheath from the distal tip of the catheter. Manufacturer response for catheter, thermocool smarttouch stsf ablation catheter (per site reporter). Response unknown.